Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used partial/sheared catheter was returned for evaluation along with lidstock packaging from the blister. Visual evaluation showed the catheter to be contaminated, used and sheared approximately a few inches above the tip. Although the sample did show the catheter breakage, it is not confirmed to be related to any manufacturing defect. B braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: the catheter was placed at l3/4 and broke during removal. CT exam was performed. Description of the patient event: distal portion broke off, left in the patient CT showed no evidence of any foreign body contacted med affairs provider going to get MRI and if doesn't show anything like CT then will follow clinical symptoms without immediate intervention.